Manufacturer narrative:
Batch review performed on 15 march 2018. Lot 141423: (B)(4) items manufactured and released on 08 may 2014 . Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of anterior knee pain. The surgeon believes that resurfacing the patella would alleviate the pain. The surgeon resurfaced the patella and upsized the poly from a 13mm to a 17mm poly. The surgery was completed successfully. The cause of pain is unknown.